Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had notify a manufacturer rep a year ago about a lead that had moved and was recommended to have a revision. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that an x-ray confirmed that the leads moved from mid t8 to the top of t9. There were no factors that could have contributed to the issue. The rep reported that the patient had met with other reps, but the patient hadn¿t gotten much relief from the reprograms. The rep reprogrammed the patient going to be his latest x-ray in hopes that would keep him from having a lead revision. The rep noted that surgical intervention was planned. No further complications were reported.